Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while doing leg lifts, they experienced flutters afterwards. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event. 20jun2022 it was further reported that the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed at a subsequent follow-up appointment.